Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Data analysis confirmed a transmitter failed error for 860b5t, on 03/06/2024. At that time, the transmitter was activated for 68 days with a dynamic voltage of 292. The difference in dynamic voltages between the entry closest to the failed transmitter and the prior day was 0.the probable cause could not be determined.